Event description:
Procedure type: hysterectomy. According to the reporter: surgery date: (B) (6) 2010. The pt returned to the emergency room with heavy bleeding. Pt was brought back to the operating room and it was found that the vaginal cuff dehisced. Surgeon had to place new sutures and re-close the vaginal cuff. Pt was admitted.

Manufacturer narrative:
(B) (4). (B) (4).